Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump and a motor error alarm occurred. The patient's blood glucose at the time of incident was 12.0 mmol/l. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with broken off and missing end cap. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to broken off and missing end cap. Unable to confirm motor error alarm due to broken off and missing end cap. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked display window.